Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacturer's database indicated the patient died approximately three months post implant of the ipg approximately five years ago.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that outer insulation had a cosmetic cut and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that outer insulation had a cosmetic cut and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.